Event description:
New information noted an x-ray taken at post-op confirmed the atrial lead had dislodged. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the helix extended, bent, stretched, and clogged with blood / tissue. The helix mechanism test was unable to be performed due to the helix damaged as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, the atrial lead was explanted and replaced for an unknown reason. The patient condition was unknown. No further information was reported on this event.